Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on november 06, 2017, that an ultraflex tracheobronchial distal release covered stent was used to treat a collapsed airway caused by a softened 6 cm benign tracheal annulus osteomalacia during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician advanced the delivery system with the tip of the delivery system positioned at the carina. When the physician started deploying the stent, the delivery system¿s position had to be adjusted before the physician could continue deploying the stent. The physician was able to completely deploy the stent, however, the stent was noted to be kinked and it failed to expand. Reportedly, the physician used a balloon to expand the stent but was unsuccessful. The stent was adjusted using forceps but the physician decided to remove the stent. The patient was reportedly in severe pain and received an unknown treatment for it. The procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. A visual examination of the returned device found the green braided polyester suture was found broken. The stent¿s dimensions were measured to be within specifications. No other issues were noted with the device. Evaluation of photos provided by the customer showed that the stent was not fully expanded at the time of the procedure. A labeling review was performed and, from the information available, this device was used against the directions for use (dfu) / product label. The dfu states: "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." In this case, the stent was placed in a benign stricture. It is possible that the use of this device against indications led to the reported event. Therefore, the most probable root cause classification is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that an ultraflex tracheobronchial distal release covered stent was used to treat a collapsed airway caused by a softened 6 cm benign tracheal annulus osteomalacia during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician advanced the delivery system with the tip of the delivery system positioned at the carina. When the physician started deploying the stent, the delivery system¿s position had to be adjusted before the physician could continue deploying the stent. The physician was able to completely deploy the stent, however, the stent was noted to be kinked and it failed to expand. Reportedly, the physician used a balloon to expand the stent but was unsuccessful. The stent was adjusted using forceps but the physician decided to remove the stent. The patient was reportedly in severe pain and received an unknown treatment for it. The procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.